Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a (B)(6), female patient was implanted with a 25 mm masters series mechanical heart valve. Since implant, the patient has had two episodes of recurrent valve thrombosis. The initial episode resolved with medical therapy; however, the second thrombosis was not able to be treated medically. The valve will be explanted and replaced with a sjm tissue valve in the future. The patient is reported to be stable at this time. Additional information received 20 dec 2016 stated the patient died prior to surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a (B)(6), female patient was implanted with a 25 mm masters series mechanical heart valve. Since implant, the patient has had two episodes of recurrent valve thrombosis. The initial episode resolved with medical therapy; however, the second thrombosis was not able to be treated medically. The valve will be explanted and replaced with a sjm tissue valve in the future. The patient is reported to be stable at this time. Additional information received (B)(6) 2016 stated, prior to surgery, the patient died on (B)(6) 2016 due to sudden cardiac arrest.